Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device showed less than three months of remaining battery. Boston scientific technical services (ts) stated that this device appeared to be depleting prematurely. Also, ts requested a save to disk for engineering analysis. This device was explanted. No additional adverse patient effects were reported.